Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the balloon ruptured upon inflation to 10 atm within the coarctation segment of the aorta. The details also indicate that once the stent was deployed to 8atm there was a residual waist in the stent requiring the physician to increase the pressure of the balloon to 10atm. The stent, in the section of the waist, did not expand at all as the stent had a very large waist restricting the balloon from opening fully in the center of the dilatation zone of the balloon. This restriction, created by the coarctation, inhibited the balloon from expanding radially. This created additional stress on the balloon in the longitudinal direction end to end. In this particular case it is possible that there was a calcium deposit within the coarctation that punctured the balloon. Due to the nature of this complaint atrium medical corporation reached out to (B)(6) for his expert opinion. In the doctor's response he stated the following: "I am not concerned about this case since it is not a failure of the balloon or stent system. This is not a regular coarc case - it is a (B)(6) man with a calcified aorta - the wall of the aorta above the coarc is irregular so I think there may be some scarring or other process going on here. One can see that the balloon has an extremely tight waist despite normal expansion above and below - native coarcs are never this tight unless there is another process going on - there may be a small piece of calcium acting like a drawing pin which burst the balloon". The quality inspection data and the balloon forming data for this lot shows that the lowest burst value seen after 10 cycles of inflation and deflation testing was 16atm. This far exceeds the 12atm rated burst pressure of 12atm as listed on the product label. The returned device was inspected and the balloon was in two pieces with circumferential tears around the proximal and distal balloon cones. The balloon was evaluated to determine where the initial rupture occurred, but because the balloon failed in a circumferential manner the location could not be located accurately. The stent had been flattened and was very badly deformed due to the extraction process. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent or balloon performance. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Event description:
The physician advanced the v12 ld to the coarctation of the aorta. He dilated the balloon for deployment to 10 atm, the balloon burst.